Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (diseased and friable valve) and procedural conditions (poor imaging). The reported poor imaging is related to procedural conditions (difficult location to image, in between 2 clips). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. A second mitraclip xtw was selected for implant at a1/p1 (anterior 1 and posterior 1 leaflet segments). It was noted there was difficulty deploying the second clip. The mandril would not detach from the clip. Excessive movement was required to release the clip. The mitraclip steerable guide catheter (sgc) was adjusted, and the stabilizer was moved medial to straighten the angles. The clip delivery system was curved to approximately 100 degrees. Upon deployment the clip embolized but was stabilized as a result of gripping chordae during grasping. A third mitraclip was selected for implant between the first and second clip. There was difficulty visualizing the third clip due to the presence of the first and second clips. Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The final mr grade was 3. Per the physician the leaflets were diseased and friable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. A second mitraclip xtw was selected for implant at a1/p1 (anterior 1 and posterior 1 leaflet segments). It was noted there was difficulty deploying the second clip. The mandril would not detach from the clip. Excessive movement was required to release the clip. The mitraclip steerable guide catheter (sgc) was adjusted, and the stabilizer was moved medial to straighten the angles. The clip delivery system was curved to approximately 100 degrees. Upon deployment the clip embolized but was stabilized as a result of gripping chordae during grasping. A third mitraclip was selected for implant between the first and second clip. There was difficulty visualizing the third clip due to the presence of the first and second clips. Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The final mr grade was 3. Per the physician the leaflets were diseased and friable.